Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the return drawer was failed to open and unable to access. A field service engineer logged in as carefusion support and accessed the hardware test application, where it was confirmed that matrix drawer 1 was not opening, powered down the device, opened the back case and inspected the internal components, where a disconnected bus cable was identified, reseated all connections thoroughly and inspected the drawer, powered the device back on, logged in again as carefusion support, and accessed the hardware test application to retest, verified that matrix drawer 1 was opening and closing properly. Logged out and handed the device back to the client. The customer successfully logged in, recovered the drawer, and confirmed proper functionality by opening, closing, and completing inventory without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, return drawer was failed to open and unable to access. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.